Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that reports would not print nor save to a portable data file. The programmer failed its power down/thermal test sensor 5 and it was additionally noted that the tab of the power cord bay door was broken and that the programmer was unrepairable due to internal corrosion. The programmer was scrapped and replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would no longer allow a report to be printed or to save information to a portable data file. A message is generated stating that the print queue was full when it was not. The programmer was returned for service. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.